Manufacturer narrative:
Weight not reported. Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 10 months. The event occurred at (B)(6). A correlation between the device and the reported stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. The patient remains ongoing on lvad support. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported that the patient was admitted to the hospital from (B)(6) 2014 due to a stroke with symptoms of muscle weakness of the left side of the body. A CT scan revealed an embolism in the left cerebral hemisphere. The cause of the neurological disorder was reported as complexities of medical management. At the time of the event, the patient was being medically managed on anticoagulation therapy including warfarin and aspirin. Unspecified anticoagulation therapy was initiated during the admission. From (B)(6) 2014, the patient was hospitalized due to supratherapeutic anticoagulation with an inr of 8.28. The treatment provided was reported as unknown. The patient remains ongoing of lvad support. No additional information was received.